Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: is component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an abnormal image. This issue occurred during set up or inspection for use (before patient in room). There were no reports of patient harm.